Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message. This error resulted in x-rays being disabled. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.